Manufacturer narrative:
One 72200752 twinfix ti 3.5mm suture anchor reported on. The product was not returned. The complaint stated: ¿the anchor stripped from inserted handle.¿ a 1.8mm drill was reported to have been used for the ¿pilot hole.¿ factors affecting device performance include: device ability, surgical ability and surgical site preparation. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Either pre drilling or use of a punch type device are recommended for site preparation, depending on the bone quality. Do not use sharp instruments to manage or control the suture. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two finger ao technique should be used to insert the anchor. Breakage of suture anchor can occur if pre drilling is not performed prior to implantation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during humerous procedure, in the process of inserting the anchor, the anchor stripped from inserted handle. This left the anchor islet proud on the humerus. Surgeon tried to "un-screw" the anchor with needle nosed pliers. This was unsuccessful. The surgeon then used a metal cutting burr to burr down the anchor till it was flush with the bone. An anchor of 1.8mm q-fix was used to make the tenodesis. After inspecting the instrument tray, it was noted that the 1.8mm drill was used to make the pilot hole. The procedure was successfully completed with a considerable delay using a back-up device. No patient injury or other complications were reported.